Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Electrode 5 is over 40000, open circuit. He used that one and the other 15 were normal with no issues so rep picked a different electrode and sent him home. He knew there was an issue because when he went to use his remote it said ¿settings not available.¿ once rep reprogrammed it the patient demonstrated he could use all programs and increase with no error messages. There is no action or follow up required, just putting it on record that a problem was identified and we addressed it using a different contact. If the patient¿s pain returns he will call us. Impedance test which showed the electrode was oor and why he couldn¿t turn up any of his four programs. Rep did ask him if he had afall or anything that might have caused this to change on his remote. He said no. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.